Manufacturer narrative:
A ge service representative performed an onsite investigation. The leg extension was confirmed to be hard to install. No issue with the component was identified. The leg extension assembly was shipped to the customer for replacement. Follow up communication with the customer found the system to be working as intended and returned to service.

Event description:
The customer reported that leg extension was difficult to insert or remove from the table. No patient injury was reported.